Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for eval. A follow-up report will be sent upon completion of investigation.

Event description:
Lap chole - "dr (B)(6) was using the ca500 to ligate the cystic artery, after she fully squeezed the trigger to the handle, the trigger wouldn't release from the handle for approx 1 second. She applied another clip with the same technique and the trigger stuck to the handle again, this time for approx 3 seconds."